Event description:
It was reported the patient's blood glucose rose to 18.9 mmol/l (340.2 mg/dl).the pod was worn on the patient's abdomen for between 37 and 48 hours. As treatment, a manual insulin injection was administered and a new pod was applied.

Manufacturer narrative:
The soft cannula was observed to be punctured. It is unknown how or when the puncture occurred. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No other components were observed to be damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.